Manufacturer narrative:
Product analysis # (B)(4): (B)(6)/(B)(6) 2019 / work order (B)(4), added to complaint / status: completed. Date completed: (B)(6) 2019. Hardware: pass. Software: pass. Instruments: pass. Mechanical tests: pass. Imaging modalities: fail. Imaging modalities failure: 2d;3d imaging summary of failure(s): corrupt hard drive. Is imaging failure resolved?: yes. Visually inspected parts prior to install: pass. Cable grade: a. Record type: o2. System checkout contact: (B)(4). System inspection: pass. Does the system perform as intended?: no. Were hardware parts replaced?: yes. Action/resolution: replaced. Mvs computer and upgraded software to 4.1. Other relevant device(s) are: product ID: b i71000520, serial/lot #: rev. 1 : s/n: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that at start up it was confirmed that raid1(mirror degraded) and one out of the four had drives registered an error.os and ias application loaded successfully. Hard drives were rebuild and problem was fixed. Virus scan was performed and patient data was removed. Installed on system c1416. Motion and generator were ready. Charging and communication were successful. 3d and 2d images were acquired. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the boot manager image was corrupted. This issue was found by a manufacturer representative outside of a procedure, and there was no patient involvement.